Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reports patient was revised on (B)(6) 2006 due to patient allegations of sepsis, pain, discomfort, and infection. All biomet parts were removed and replaced with biomet product. Further, legal counsel for the patient reports patient underwent a partial bladder resection on (B)(6) 2009 and it was allegedly noted patient had infection. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "postoperative bone fracture and pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 6 of 24 mdrs filed for the same event (reference 1825034-2011-00980-1 and 2012-00001-1/00003-1 and 2013-00436/00455).